Event description:
While specimen being retrieved from body with device, bag tore and specimen and piece of bag fell back into abdomen. Physician looked in abdomen laparoscopically and believes all parts of bag retrieved from abdomen.